Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. There was no visible damage to the keypad, but contamination was present under the contacts of all buttons. Observed bolus button not responding to button presses. Removed cover to examine. Internal plug is in alignment and no contamination present. Bolus button was tested on meter. Bolus button is inoperable due to internal defect. Unable to obtain audible reading because of inoperable bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking and intermittently unresponsive. It was noted that increased force was required to elicit a response when pressing the buttons. Reportedly, the ok button was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.